Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead the issue was investigated through database application logs. The software support team's thorough investigation of the database application logs found failed upload events in the logs. Issue was confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: from the logs there is a communications issue between the pump and carelink uploader. Likely related to the driver. However, a reinstallation should have also reinstalled all the drivers. Is the patient using any security or anti-virus software on their computer? Just in case here are the driver reinstallation steps I would advise run one of these exes as admin (if one does not work try the other, ftdi is more common) c:\program files\medtronic\carelink\uploader\dss\drivers\usb\ftdi-driver\dp-chooser.exe or c:\program files\medtronic\carelink\uploader\dss\drivers\usb\cp210xvcp\cp210xvcpinstaller_x64.exe this will reinstall the blue adapter's driver once it's reinstalled, check device manager for ports > usb serial port if it's there then you should be able to upload now. If this does not work follow the steps below: request the user to connect the link device/blue adapter to a different usb port and wait 30 seconds for link device/blue adapter to be recognized. Advise the customer to select ¿try again? After connecting to each available usb port on computer to determine if the link device is found. Use device manager to determine if the computer is detecting the usb link device/blue adapter. For blue adapter: if blue adapter is incorrectly being detected under ¿other devices? As ¿cs3910a? Right-click cs3910a and select ¿uninstall device? ¿uninstall device? Dialog box will display check the ¿delete the driver software for this device? Option and click ¿uninstall? Button go to settings app > devices under ¿other devices? Section, look for ¿cs3910a? Remove ¿cs3910a? If listed unplug blue adapter, restart computer after the restart, reinstall carelink uploader. If it is still undetected, if possible, try this on another computer and see if the same thing happens. If the problem follows the adapter, adapter should be replaced. Most likely a due to user error. No logs or evidence of a carelink fault or error found. Helpline reported issue was resolved. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ""sw requirement doc"". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced uploader did not get connection to the pump. The customer reported no adverse event. The event involved product(s) acc-7350. Troubleshooting was performed. No harm requiring medical intervention was reported. No product return is required for acc-7350.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.